Event description:
It was reported that during preparation for use, the subject device had a bent tip and leakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "bent tip so much stuff is leaking out of it" was confirmed: the device had a scratch mark near the probe tip that could have leaked out internal oil. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a bent tip and leakage. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.